Event description:
It was reported that as the surgeon began the procedure, the shaver blade unit broke off. It was further reported that the shaver blade was recovered.

Manufacturer narrative:
The product was not returned for investigation. The reported failure condition can be considered confirmed based on the picture provided which shows the cutter's tip breakage on the affected unit. Review of the device history record could not be performed since the lot number of the reported product was not available. Probable root causes for this failure condition can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), contact of the shaver blade tip against a metal object (e.g. Scope) / bone, and/or excessive force/torque applied by user (bending/prying). In sum, the product was not returned for investigation, however, the reported failure mode could be considered confirmed based on the picture provided. The failure mode will be monitored for future reoccurrence.